Event description:
I had my essure procedure done in (B)(6) 2011. Approx 6 months after the procedure ((B)(6) 2011) I began to gain weight. Over the next year, I had gained 45 lbs. My diet and exercise 5-6 days a week had not changed. I now have cysts at the vaginal opening, facial hair growth, occasional swollen glands w/ no explanation, ringing and aches in ears w/ no infections, occasional numbness in my thighs, forearms, fingers, wrists and feet. I was diagnosed with raynauds phenomenon in (B)(6) 2011 and suffer from nerve pain when I have an attack, metal taste in mouth, longer lasting, painful menstrual cycles (dysmenorrhea), occasional bleeding between cycles, ovarian cysts. I am anemic since 2000; however, after the procedure it is much harder to maintain healthy iron levels due to the amount of menorrhagia I experience during my cycles and I tend to pass large blood clots. A few days before and a few days after my cycle, I have discharge with odor. I now suffer with migraines, occasional muscle spasms, significant fatigue, foggy brain with short term memory loss. I am moody, and suffer from insomnia. Intercourse is painful and to the point I am in tears during and/or afterwards, as well as accompanied with light bleeding. I get constipated far more frequently and on top of eating a high in fiber diet, I also have to take fiber supplements and add in a fiber powder to meals/drinks. My hair is thinning, I have lower back and hip pain. My abdomen swells and remains swollen for days at a time accompanied with stabbing pains and pelvic pains and abdominal spasms. About 1 wk before my cycle, my breasts becoming extremely painful and incredibly sensitive. Aside from the anemia, which has now worsened, I did not start any of this until approx 6 mo after my essure was implanted. It has taken a toll on my life as well as my family's lives. I have 4 children who need their mother to be 100% at all times, and I am not anymore. That is not fair to them.